Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline. A field service engineer inspected the unit and found no lights on the drawer boards or the pyxibus module controller, unplugging the drawer boards from the pyxibus module controller produced the same result, tested the drawer boards and identified a failure at test points reading 0 ohms, then replaced the faulty drawer board and both worn retractor bands. After replacement, the drawers tested successfully in diagnostics, were reconfigured, and operated correctly in the application, with final verification completed in both diagnostics and application testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was offline in remote smart services (rss). However, there were no delays, adverse events or injuries reported based on this event.